Event description:
Reporter contacted alaris about a reported patient injury with the gemini 4 channel, they stated "4 channels were infusing on a patient and suddenly alarmed all 4 channels and shutdown, yellow lights flashed where drug display is usually." Patient experienced a cardiac arrest when medications stopped. No additional information was available.